Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the manufacturer representative was unable to read the patient¿s implantable neurostimulator (ins) using a clinician programmer 8840 or recharger. It was reported that this wasn¿t the first time the patient let their ins discharge. A power on reset (por) was performed three times, but they were unable to reactivate the battery. It was noted that the patient hadn¿t charged or used their device in about a year. The manufacturer representative notified the patient¿s managing physician about the issue so that they could start the replacement process. The issue had not yet been resolved. No patient symptoms were reported and there were no further complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.